Manufacturer narrative:
The clamp has been requested for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the long spinous process clamp was damaged, as the screw and the washers broke off. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the contributing factors of the issues were unknown. The product wouldn't be returned as the item was disposed.